Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned device confirmed the reported bent condition. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill pins were bent when putting tibia jig together. Surgery time was not delayed and pins are being returned.